Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient's mitral valve was sized for a 25mm bioprosthetic valve. During the implant, it was found that the valve was difficult to suture, and there was an "incomplete match". A non-medtronic valve was implanted instead. No additional adverse patient effects were reported.